Event description:
It was reported that the rigid video laparoscope had an outer tube bent. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the rigid tube, component failure of the light guide bundle, component failure of the charged couple device (ccd) and the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube bent caused by a component failure of the rigid tube, the light guide bundle was chipped caused by a component failure of the light guide bundle and image misalignment caused by a component failure of the ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.